Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfsf135 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connecting tube was leaked and the needle is crooked. Patient status/ intervention: change new needle.